Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 545 mg/dl at the time of incident. Customer also reported that the insulin pump had blank display. The customer was declined to troubleshooting for high blood glucose value. Customer states the contact on the battery cap was missing or damage or corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test the information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.